Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: we have a defective item: evo-fc-10-11-8-b batch: the unit was unable to insert this implant c2321377 expiry date: 15/07/2027. "As per cc form": when the nurse started to release the stent, after only one squeezes on the trigger, they listened a noise and felt smoothing happened on the trigger. The handle was broken. The physician removed the prothesis from the scope, they opened a new evolution and placed it in the duct without any complications. No torsion with the endoscope and big structures was observed the indication was simple. The doctor inserted easily the stent in the operating chanel. The nurse didn't notice any defect when she output the stent from the packaging patient outcome: n/a. Additional information received on 5-nov-2025. Are images of the device or procedure available? No. Details of the wire guide used (diameter)? Dreamwire 0.035 260cm did the patient exhibit difficult anatomy (n/a, if altered please indicate the procedure type (e.g., cholodochojejunostomy). What was the position of the elevator during advancement? Open, what was the position of the elevator during deployment? Open, did any part of the stent contact the patient's anatomy when the complaint occurred? Yes, was pre-dilation performed? No. Was there resistance felt passing wire guide through stricture? No. Was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered?) No. Was there resistance felt passing the evolution through stricture? No. Was the directional button pressed during use? No. Was a stent previously placed at the same or adjacent location? No (if yes, was the complaint stent placed in the stent that/was already in situ?) No were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. (If yes, please specify what was observed and where on the device it was observed.). Will the device be returned for evaluation? If so, please provide tracking details for returned device: yes.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot: c2321377 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 19th november 2025. On evaluation of the device, the following was observed: visual inspection: protective tubing in place on return. Directional button in deployed position. Safety wire partially removed on return. Introducer examined and no issues observed. Red marker on the last dimple. Stent not deployed. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy the stent. Handle opened. Outer sheath observed to be separated from shuttle. All other components intact. The reported failure was observed. Manufacturing records: prior to distribution, all evo-fc-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b of lot number: c2321377 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number: c2321377. Instructions for use and/label: it should be noted that as per ifu0062 which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the user did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently the stent could not be deployed. Additionally a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the unit was unable to insert this implant. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap. As a result, subsequently the stent could not be deployed. Additionally a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently the stent could not be deployed. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-nov-2025.